Event description:
It was reported to philips that pc host memory error caused startup issues; device outside of use on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service returned the system to use; pc replacement suggested if issue recurs. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).